Manufacturer narrative:
Two photos were returned showing the drip chamber of the plum set for inspection. There was leakage of orange fluid observed behind the closed filter cover. There was leakage of orange fluid observed behind the closed filter cover. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch which was reported to have leaked from the air vent. It was unknown whether there was patient involvement or not; no harm was reported as a consequence of this event.